Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. Post deployment, a hole in the posterior leaflet was observed along with increase in mr. As a result, third mitraclip was deployed for stabilization of second clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.